Event description:
The following was reported to hamilton medical ag: after turning on the ventilator, clicking on the touch screen did not respond, causing the department to be unable to use it no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: after turning on the ventilator, clicking on the touch screen did not respond, causing the department to be unable to use it. No patient involvement.